Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The reported issue could not be replicated or confirmed. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions on several attempts. The clips opened and closed properly. A clip test was performed on the instrument and it passed on all attempts. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not clip or close. The procedure was completed with no reported injury.